Event description:
Reporter described that while working on ski patrol approximately three weeks ago, wore gloves for approximately 20 minutes while tending to an injured skier. He stated he washed his hands after removing gloves and about 1-1/2 hours later, began developing rash/redness on his hands. Reporter stated approximately 7-8 hours afterwards, he visited emergency room with difficulty breathing and reported that he received epinephrine. Reporter indicated he has been using latex gloves for about 10 years.